Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a dissection of the descending thoracic aorta using two gore® tag® thoracic endoprostheses. Prior to implantation of the stent grafts, debranching to the left common carotid artery and the left subclavian artery was performed using a graft. Then, the first stent graft was implanted distally and the other one was deployed proximally, just below the brachiocephalic artery. A primary tear of the dissection was excluded after the procedure. On (B)(6) 2014, a follow-up CT revealed a pseudo-aneurysm formed around the proximal end of the stent graft. On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat the pseudo-aneurysm. The stent graft was implanted in an ascending aortic approach, and the physician by himself made a branched stent-graft, making a hole on the graft using a needle for percutaneous transhepatic cholangiography (ptc) and deploying an iliac extender component in a retrograde manner. A metal stent was implanted within the iliac extender as well, and a ballooning was performed. Blood flow to the brachiocephalic artery was maintained, and any endoleak from the hole on the graft was not revealed after the procedure. The pseudo-aneurysm was also excluded. It was reported that the pre-existing type b dissection and the flare structure of the stent graft may have caused the pseudo-aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.